Event description:
It was reported that bd iag bc pro global leaked past the blood control. The following information was provided by the initial reporter: I just wanted to report an issue we have found with the bd insyte autoguard bc pro 24ga cannula on a few occasions this week, my nursing team have used this cannula, and there has been uncontrolled blood flow after insertion and before the bung was applied. We have not had any issues previously with this blood-controlled product, but as this has happened a few times this week, with the same batch, I thought it was worth reporting. It doesn¿t appear to be everyone, as we have 3 boxes of the same batch in our possession at present and use multiple of these cannulas daily. For now, I will instruct my team to treat this batch of cannulas as if they don¿t have the blood control feature. Please let me know if you require any further information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation results: the photograph provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause as it only displayed the top web label. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.